Event description:
The phlebotomist reports that the phlebotomist was leaning over the patient while engaging the needle into the needle protection device when the phlebotomist allegedly received a drop of blood in the phlebotomist's eye.